Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a company field representative inquiring about the differences between right ventricular auto capture (rvac) in tachy and brady devices. Boston scientific technical services (ts) discussed the differences and provided materials on pace safe features. The field representative noted that another field representative informed him of a case where they used right ventricular auto threshold (rvat) after implant on a pacer dependant patient and had observations of pauses due to non-capture. Ts discussed the uncertainty of thresholds and lead stability in an acute setting, and value of fixed high outputs in those settings. Ts asked for additional details about the observation of non-capture and the field representative indicated that no additional details were available or model/serial of the product in reference. No adverse patient effects were reported.